Manufacturer narrative:
Upon investigation the devices was not inspected; however, it was determined this event likely occurred as a result of user error as no product defects were alleged. H codes updated to reflect investigation results.

Event description:
It was reported that the cot unexpectedly collapsed on the user's hand while unloading, resulting in damage to his hand. The user facility was unable to provide treatment information or the model/serial numbers of the device as there is pending litigation surrounding this event.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported that the cot unexpectedly collapsed on the user's hand while unloading, resulting in damage to his hand. The user facility was unable to provide treatment information or the model/serial numbers of the device as there is pending litigation surrounding this event.